Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and dizziness. It was noted that the rv lead exhibited high and undefined impedance, it was over and under-sensing and loss of capture was suspected. A possible lead fracture was suspected on the rv lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.